Event description:
It was reported an implant fractured, at tooth site #46, at the collar. Implant was removed. Fractured screw identified inside fractured implant. This report refers to fractured implant event.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report d10: concomitant medical products and therapy dates: unknown zimmer screw, lot unknown h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative zimvie received one (1) tsvb10, (impl tapered scr-v sbm 3.7mm 3.5mm 10mm) for evaluation. Visual inspection was performed. Fracture identified at the collar. Also fractured screw identified inside implant. Escalated. DHR review was completed for the subject lot number 1253937. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1253937 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : implant¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was patient factors. Therefore, based on the available information, malfunction did occur. Fracture identified at the collar. The reported event was confirmed following physical evaluation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported an implant fractured, at tooth site #46, at the collar. Implant was removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided. A4: patient weight: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227.